Event description:
Covidien formerly tyco healthcare received a report from electronic tech stating "the unit goes through self-test and the post-ending tone is at a very low decibel level as compared to other oximeters." There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for investigation. The investigation is in progress. If additional information is made available, a supplemental report will be submitted.